Event description:
It was reported that prior to the start of a da vinci surgical procedure, site had error 319 at startup. Logs point to the endoscope controller (ec) and the customer does not see a power led on the front of the ec. Tech support had the site verify the power switches and the orange fiber to the ec, reset the vision side cart (vsc) main breaker and when they turned the breaker on the core made a crackling nose for a couple seconds. Then they powered on the system they could smell a burning smell but could not tell if the smell came from the core or ec, had the site power off and cycle the man breaker on the tower to the left off position and they moved their cases to other system. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced endoscope controller (ec) due to nodes not being present and a burnt smell to the ec. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Error 319 was found in logs, confirming that the fault occurred in the field. Error 319 pointing to a missing node on the endoscopic controller power distribution (ecpd) and dual camera interface board (dcib). Visual inspection, no damage was observed on the exterior and interior of the unit. Failure analysis observed no physical damage to the endoscope receptacle. The unit was installed in the golden system where the ec node was not present. The unit was installed in the golden system where it was not detected. Failure analysis observed that the leds on the ecpd and dcib were not functioning. The system was turned on to normal mode; the error logs were investigated and found error 319. As a result of these findings, failure analysis concluded that the ecpd is likely to be the root cause of the reported event. The complaint was confirmed based on failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.